Event description:
The customer reported that she was taken to the emergency room with a blood glucose of 498 mg/dl. The customer stated that she had experienced high blood glucose levels all day, prior to the event. The customer changed the infusion set and noticed that the cannula was bent, but stated that she never got a no delivery alarm. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer also reported that the insertion device has not been inserting the infusion sets with the same amount of force as it used to. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used quick-serter for locking and proper operation. Performed insertion test using lab quick-set onto rubber skin. Found quick-set does not sit into quick-serter properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please also see MFR. Report number 2032227-2013-01058.